Event description:
It was reported that x-ray switch errors were received during an exam, which required the patient to be re-exposed. It was determined that the x-ray switches needed to be replaced. Once the xray switches were replaced the system is working as intended.